Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -10.0 diopter was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault; angle closure with elevated iop. The replacement lens resolved the problem.

Manufacturer narrative:
(B)(4). Lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).